Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The lesion was also firm, creating a situation that requires the product to demonstrate both crossing and inflation capabilities. A 2.5 mm x 40 mm x 146 cm coyote es mr balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 2 seconds, angiographic imaging revealed contrast agent leakage, and the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.